Event description:
It was reported that a patient underwent an ascending aorta replacement surgery on an unknown date and suture was used. During the procedure, for our ascending aorta replacement case, the thread snapped and according to the surgeon it kept on happening. We have saved the latest thread and packet. The surgeon took out the suture and thread and used a new one. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: prolene 4-0 26mm 8521 (lot: 102h10, xj8521.p31) for our ascending aorta replacement case, the thread snapped and according to the surgeon it kept on happening. Hospital have said the latest thread and packet. (B)(6) made uel aware of the issue. For this initial report ((B)(4)): - were there patient consequences? If yes, please specify. - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the device is available for product return. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Bq UK -- please create a new pc file to capture the ambiguous multiple event reports ("¿the thread snapped and according to the surgeon it kept on happening...") It was reported that "¿the thread snapped and according to the surgeon it kept on happening..." - please confirm the number of patients affected by this alleged deficiency ("¿the thread snapped...")? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - how many devices demonstrated the alleged deficiency ("¿the thread snapped...")? - were there patient consequences? If yes, please specify. - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the devices are available for product return. If yes, confirm the quantity of devices available to be returned and perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.